Event description:
It was reported that approximately 4 months post-operatively 4 xia blockers migrated on both sides of a one-level construct. The patient was revised. This report is for the fourth of four blockers.

Manufacturer narrative:
H6 codes have been updated to reflect receipt of the device and conclusion of the investigation.

Event description:
It was reported that approximately 4 months post-operatively 4 xia blockers migrated on both sides of a one-level construct. The patient was revised. This report is for the fourth of four blockers.